Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost communication with the analyzer during a procedure. It was noted that the battery was changed and the session was closed and restored without any effect. The product has not been received into service. No patient complications have been reported as a result of this event. It was further reported via follow-up that no patient was connected to the analyzer at the time the event occurred.